Event description:
The user facility reported that roughly two minutes into impella cp support of a patient, the left ventricle waveform decoupled and suction alarms appeared. Despite multiple attempts to reposition the device, suction persisted. The scheduled percutaneous coronary intervention was successfully performed while being supported with the decreased flow rates. The decision was ultimately made to explant the pump when the flow rate remained low and the alarms persisted. There was no resulting patient harm.

Manufacturer narrative:
The impella pump, introducer and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Low flow - reported initially starting the pump at 3.1l/min on auto and placed on p7 with no change in flow but decreased to 1-1.5l/min within a few minutes with suction alarms. Repositioning attempted but did not resolve the issue. Patient had tavr valve. Pump was returned and damaged impeller blades were found. Data logs show two motor current spike within the first few minutes of the pump running followed by suction. Shortly after there is a step down in pump flow and pump remains in low for for the duration of the case. The root cause of the low flow was most likely fractured impeller blades since the blades were damaged on the returned pump. The fracture was characteristic of an interaction with another device but that was unable to be definitively determined since fluoroscopic imaging and/or additional clinical details were not provided. Access site bleeding - reported bleeding through the sheath after inserting the pump and the sheath was exchanged for the long sheath. Sheath was found and a scoreline split was found with evidence of buckling. The root cause of the access site bleeding was an introducer sheath split along the scoreline since a scoreline split was found on the returned introducer. Cause of the sheath split was unknown.